Event description:
Customer reported that the reservoir leaked insulin past both of the o-rings into the reservoir compartment during normal use. No further info was provided.

Manufacturer narrative:
Inspected one open and used reservoir performed manual prime and high-pressure test per specs. Reservoir failed reservoir leaks due to found a crack inside of the reservoir wall.